Event description:
It was reported that the cursor is flashing on the programmer when it boots up. The 2090 service diskette was run; however, the issue remains. The programmer will be sent back for service. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.